Event description:
Pt was seen in the clinic with acute shortness of breath, right pleuritic chest pain, and low oxygen saturation. Pt was admitted to the hosp and treated with antibiotics because they were thought to have pneumonia. CT scan showed pulmonary embolism, and pt was given IV heparin. Pt was given lovenox today and is still an inpatient.